Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found of specification in relation to the reported system error 224 which was reproduced while on ac power. The system error 224 alarms were confirmed through a review of the event history log. During evaluation, the supplied power cord was determined to be the cause. The power cord was damaged and had exposed wires which was causing an intermittent connection. The failed power cord was replaced.

Event description:
It was reported that a spectrum pump displayed system error 3224. It was also reported there was no patient injury.